Manufacturer narrative:
(B)(4). A2: dob: 1948. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years post-left hip implantation, the patient received treatment for trochanteric bursitis. They had 3 mm leg length discrepancy, which improved from pre-surgery. Received a steroid injection. Attempts have been made and no further information has been provided.